Event description:
It was reported that there was a broken cable with a da Vinci product. The customer reported event has no report of patient injury.ISI followed up with the initial reporter and obtained the following additional information: When asked if the thread/needle fell into the patient because it was difficult to hold the thread, the customer reported ¿no¿. The thread on the instrument was not broken.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI), has not received the da Vinci product with an alleged issue to perform failure analysis.